Event description:
This is our sixth pt to have terrible itching while using heparin 10 units/ml, 5 ml pre-filled syringes, from medefil. We were looking at the medications the pts were using, the first 5 received vancomycin, we have isolated this occurrence to only pts receiving 10 units per ml heparin. Every pt describes this itching as severe and uncontrollable. Dose or amount: 2-3 ml; frequency: 3-4 times daily; route: IV. Dates of use: 2009. Diagnosis or reason for use: heparin lock for IV catheter. Event abated after use stopped or dose reduced: yes.